Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a fever and pericardial effusion four months after the implant of the leadless implantable pulse generator (ipg). The effusion was drained. A perforation was suspected but was not able to be confirmed. The device remains in use. No further patient complications have been reported as a result of this event.